Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's mother stated the alarms would be resolved by a complete set change. It was also found the no delivery alarms were recurring even with a site and set change. The customer's blood glucose was 372 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. The customer was advised to change their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.